Event description:
An endurant stent graft system was implanted for the endovascular treatment of a ruptured abdominal aortic aneurysm. It was reported that after the procedure (same day), the patient was complaining of left leg pain. A CT scan was performed and the patient¿s left common iliac was occluded and the right common iliac size was diminished at patient¿s original bifurcation. The physician performed a thrombectomy however, was only able to remove clot from the external iliac to femoral artery at access site. The physician was unable to access the left common iliac and during this process created a dissected area in the left distal external iliac and placed a viabahn stent (7mm x 10cm) in the left external iliac and upon performing a retrograde angiogram, the left hypogastric artery remained open. The physician implanted an icast stent (10mm x 38mm) at the narrow area on the right common iliac and the area increased from 7mm to 10mm. Retrograde angiogram was performed and the vessel was perfusing well. The physician then performed a fem-fem bypass without issues. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Conclusion: pre implant rupture.